Event description:
It was intended to use an endeavor resolute rx drug eluting stent to treat a severely calcified lesion with 90% stenosis in the rca. The device was inspected prior to use with no issues noted. The lesion was pre-dilated, but the device could not cross the lesion. The physician used a new device of the same size to complete the procedure. No patient complications are reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the device was returned for analysis. The distal tip was slightly flared. The 14th and 15th proximal stent segments had raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient' condition affected effectiveness of device (lesion morphology - severely calcified lesion with 90% stenosis). Deformation issue (stent). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology - severely calcified lesion with 90% stenosis). Inherent risk of procedure (stent deformation). (B)(4).